Event description:
It was reported that prior to starting a davinci si surgical procedure, the customer reported that the pk dissecting forceps instrument had no power when connected to davinci robot system. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint of instrument has no power when connected to the system. Instrument was found with a frayed pitch cable located at distal clevis hub. There was no damage was found at the clevis area. The frayed segment was approximately 0.05 in length. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.